Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to take biopsies of a suspicious stricture on (B)(6) 2025. During the procedure, the spyscope screen reportedly lost visualization and a gray screen came up with dots across the screen after approximately 10 minutes of probing the bile duct. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. The procedure was not completed as the patient was an ICU patient, and the physician did not feel comfortable proceeding.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.